Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On july 22, 2025, the user reported that connectors did not fit the ilet device. The user used a previously available connector without issue. Blood glucose was not affected.